Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, abdominal cramps, yeast infection, chlamydia trachomatis test positive, parity 3 and pruritus. Previously administered products included for an unreported indication: doxycycline, alprazolam, trimethobenzamide, citalopram, cyclobenzaprine, clotrimazole, acetaminophen and diphenhydramine. Concomitant products included clindamycin from 17-mar-2015 to 19-apr-2015, dicycloverine (dicyclomine) from 24-nov-2010 to 24-jun-2015, hydrocodone from 19-mar-2009 to 6-nov-2015, ibuprofen from 2-dec-2009 to 6-nov-2015, metronidazole from 10-apr-2009 to 20-jan-2015 and terconazole since 24-apr-2015. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and vulvovaginal candidiasis ("candida vaginitis"). At the time of the report, the pelvic pain had resolved and the genital haemorrhage, abdominal pain, urinary tract infection, female sexual dysfunction, nausea, vaginal discharge, alopecia and vulvovaginal candidiasis outcome was unknown. The reporter considered abdominal pain, alopecia, female sexual dysfunction, genital haemorrhage, nausea, pelvic pain, urinary tract infection, vaginal discharge and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 7-feb-2014: both essure coils in situ, both tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-nov-2016: quality-safety evaluation of ptc (ptc global number (B)(4)) company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) coils inserted and had infections (interpreted as pelvic infections due to pelvic pain) and abnormal bleeding (interpreted as genital bleeding). Genital bleeding and pelvic infection are anticipated events in the reference safety information for essure. Considering that essure may cause bleedings and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. This case is regarded as incident due to serious injury. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016. The report refers to a female patient of unspecified age who on (B)(6) 2013 had essure (fallopian tube occlusion insert) coils inserted for permanent contraception. On (B)(6) 2014, plaintiff had a hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain, severe abdominal pain, infections and abnormal bleeding. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) coils inserted and had infections (interpreted as pelvic infections due to pelvic pain) and abnormal bleeding (interpreted as genital bleeding). Genital bleeding and pelvic infection are anticipated events in the reference safety information for essure. Considering that essure may cause bleedings and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Although essure system is sterile, pathogens from upper genital tract infections may adhere to essure insert and contribute to the development of infections. Therefore, a causal relationship between pelvic infection and essure inserts cannot be excluded. This case is regarded as incident due to serious injury. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, abdominal cramps, yeast infection, chlamydia trachomatis test positive, parity 3 and pruritus. Previously administered products included for an unreported indication: doxycycline, alprazolam, trimethobenzamide, citalopram, cyclobenzaprine, clotrimazole, acetaminophen and diphenhydramine. Concomitant products included clindamycin from (B)(6) 2015 to (B)(6) 2015, desogestrel;ethinylestradiol (apri) from 2013 to 2014, dicycloverine (dicyclomine) since 2010, hydrocodone since 2009, ibuprofen since 2009, medroxyprogesterone acetate (depo-provera) from 2010 to 2014, metronidazole since 2009 and terconazole since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection/infection: (bladder/urinary tract/vaginal)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection: (bladder/urinary tract/vaginal)") and cystitis ("infection: (bladder/urinary tract/vaginal)"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/abdomen pain mild to severe") and vulvovaginal candidiasis ("candida vaginitis"). The patient was treated with antibiotics, naproxen (motrin) and surgery (salpingectomy (bilateral removal of fallopian tubes). And ablation in (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, urinary tract infection, female sexual dysfunction, nausea, vaginal discharge, alopecia and vulvovaginal candidiasis had resolved and the genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection and cystitis outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: both essure coils in situ, both tubes. Occluded. Lot number: b34602 manufacturing date: 2013-05 expiration date 2016-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, abdominal cramps, yeast infection, chlamydia trachomatis test positive, parity 3 and pruritus. Previously administered products included for an unreported indication: doxycycline, alprazolam, trimethobenzamide, citalopram, cyclobenzaprine, clotrimazole, acetaminophen and diphenhydramine. Concomitant products included clindamycin from (B)(6) 2015, desogestrel;ethinylestradiol (apri) from 2013 to 2014, dicycloverine (dicyclomine) since 2010, hydrocodone since 2009, ibuprofen since 2009, medroxyprogesterone acetate (depo-provera) from 2010 to 2014, metronidazole since 2009 and terconazole since (B)(6) 2015. In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection/infection: (bladder/urinary tract/vaginal)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection: (bladder/urinary tract/vaginal)") and cystitis ("infection: (bladder/urinary tract/vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/abdomen pain mild to severe") and vulvovaginal candidiasis ("candida vaginitis"). The patient was treated with antibiotics, naproxen (motrin) and surgery (salpingectomy (bilateral removal of fallopian tubes). And ablation in (B)(6) 2014). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, abdominal pain, urinary tract infection, female sexual dysfunction, nausea, vaginal discharge, alopecia and vulvovaginal candidiasis had resolved and the genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection and cystitis outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: both essure coils in situ, both tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, patient race information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: doxycycline, alprazolam, trimethobenzamide, citalopram, cyclobenzaprine, clotrimazole, acetaminophen and diphenhydramine. Concomitant products included clindamycin from 1(B)(6)2015 to (B)(6)2015, dicycloverine (dicyclomine) from (B)(6)2010 to (B)(6)2015, hydrocodone from (B)(6)2009 to (B)(6)2015, ibuprofen from (B)(6)2009 to(B)(6)2015, metronidazole from(B)(6) 2009 to (B)(6)2015 and terconazole since (B)(6)2015. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and vulvovaginal candidiasis ("candida vaginitis"). At the time of the report, the pelvic pain had resolved and the genital haemorrhage, abdominal pain, urinary tract infection, female sexual dysfunction, nausea, vaginal discharge, alopecia and vulvovaginal candidiasis outcome was unknown. The reporter considered abdominal pain, alopecia, female sexual dysfunction, genital haemorrhage, nausea, pelvic pain, urinary tract infection, vaginal discharge and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: both essure coils in situ, both tubes occluded most recent follow-up information incorporated above includes: on (B)(6)2018: the pfs received: the event infection was updated to urinary tract infection and candida vaginal; the events: apareunia (inability to have sexual intercourse), nausea, pain, vaginal discharge, and hair loss were added. Lot number and historical drug added. Events event outcomes added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, abdominal cramps, yeast infection, chlamydia trachomatis test positive, parity 3 and pruritus. Previously administered products included for an unreported indication: doxycycline, alprazolam, trimethobenzamide, citalopram, cyclobenzaprine, clotrimazole, acetaminophen and diphenhydramine. Concomitant products included clindamycin from (B)(6) 2015 to (B)(6) 2015, desogestrel;ethinylestradiol (apri) from 2013 to 2014, dicycloverine (dicyclomine) since 2010, hydrocodone since 2009, ibuprofen since 2009, medroxyprogesterone acetate (depo-provera) from 2010 to 2014, metronidazole since 2009 and terconazole since (B)(6) 2015. In (B)(6) 2013, the patient experienced urinary tract infection ("urinary tract infection/infection: (bladder/urinary tract/vaginal)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection: (bladder/urinary tract/vaginal)") and cystitis ("infection: (bladder/urinary tract/vaginal)"). On (B)(6) 2013,the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain/abdomen pain mild to severe") and vulvovaginal candidiasis ("candida vaginitis"). The patient was treated with antibiotics, naproxen (motrin) and surgery (salpingectomy (bilateral removal of fallopian tubes). And ablation in (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, urinary tract infection, female sexual dysfunction, nausea, vaginal discharge, alopecia and vulvovaginal candidiasis had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection and cystitis outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: both essure coils in situ, both tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received : event per mr: abnormal bleeding (vaginal, menorrhagia), bladder infection, vaginal infection were added. Outcome of the events pain, apareunia, infections, vaginal discharge, hair loss, nausea were updated. Onset date of events added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.